Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/15/08, 10/29/08, and 11/05/08 by phone, fax, and mail. A completed questionnaire has not bee rec'd. This report was mailed to FDA on: 11/13/08.

Event description:
A scrub technician reported that following intraocular lens (iol) implant surgery, a patient's lens became dislocated. The surgeon reported that he did not expect a great outcome as the pt had macular damage prior to surgery. Post surgery, the posterior chamber had fibrosed and some pseudoexfoliation was noted. He reported that "the lens was perfect" and it dislocated due to the pt's small eye. The surgeon exchanged the lens for another brand. Additional info has been requested.